Manufacturer narrative:
Additional information received: implantation date: (B)(6) 2024 was the integra/codman icp monitor connected to a patient monitor: no description of the failure including: the doctor used the device off-label by using cautery. This caused disruption with the microsensor. The doctor is aware this is off-label use.

Event description:
N/a

Event description:
Sales representative narrative: "the account manager called me yesterday and had me join with someone in the or who was having a cerelink issue. I could immediately hear it alarming in the background. It was a ¿sensor/extension cable failure¿ message. It had been alarming for about 30 minutes. I asked how long the sensor had been in, initially thinking they were in the or for the sensor implantation, but he said ¿days.¿ then I asked what surgery they did and was told a tracheal procedure. I inquired about the reference lead and he said it might be a little lose so he changed it. I asked about transferring the patient to the or from the bed (esd) and if they used a bovie, to which he replied yes. I felt this wasn¿t dc negative offset, but likely related to electrocautery (which I said was contraindicated when a sensor is implanted, per the IFU). I suggested disconnecting the sensor for 15-20 minutes to see if any ions would dissipate. I left him with my number and asked them to call me back. I never heard back from them, nor did the account manager, but he did mention the neuro coordinator said my suggestion worked.¿ no patient injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cerelink sensor (unknown ID) was not returned for evaluation as the product was implanted; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Per reporter and clinical questionnaire: the doctor used the device off-label by using cautery. This caused disruption with the microsensor. The doctor is aware this is off-label use.